Manufacturer narrative:
UDI #: (B)(4). Placeholder.

Event description:
Vascular intervention case to treat the patient for isr of the left circumflex. An elca was used at two different settings to clear the restenosis. An angiogram was then taken and a dissection was identified behind the stent where a tight bend occurred. The stent was post dilated and the dissection was compressed behind the stent. Treatment results were as expected and the patient was discharged the following day.